Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (10 mg/ml at 3.997 mg/day) and dilaudid (25 mg/ml at 9.993 mg/day) via an implanted pump. The indication for pump use was lumbar radiculopathy, degenerative disc disease/herniated disc pain, and non-malignant pain. On (B)(6) 2016, at the pump refill visit, the healthcare professional (hcp) lowered the concentration and dose of the bupivacaine (8 mg/ml at 3.3191 mg/day) and increased the dilaudid (25 mg/ml at 10.372 mg/day) dose. When the hcp was refilling the pump, the patient experienced a change. Her heart was racing, her head was loopy like she was going to pass out and her whole body felt numbness, tingling, and a warm feeling. It scared the living daylights out of her. She didn't feel like the medication might be going into the pump. The hcp pulled some medication out of the pump and said it was in the right place and stated something was definitely different and wrong. The hcp changed the boluses from every 4 hours to every 6 hours per day. On (B)(6) 2016 the patient reported that she felt sicker than a dog since yesterday evening. Per the patient there was a part missing on the telemetry printout that the patient carried with her but the hcp circled the drug dose per day and the infusion bolus to make sure that information was there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.